Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of peritonitis and blood clot in leg in a patient coincident with dianeal pd4 ambuflex therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services (bcs), the following information was reported. On an unreported date, the patient had a blood clot in her leg. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. On an unreported date in (B)(6) 2012, the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment rendered was not reported. On an unreported date in (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 4 involved in this peritonitis incident. The product is unknown at this time. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number h12d27068 and h12d30047. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.